Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The caller was treated with the insulin pump while staying in the hospital. The customer stated that he was at work when he noticed that his glucose level was not dropping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.